Manufacturer narrative:
Product analysis: the valve was not returned therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the day of the implant of this transcatheter bioprosthetic valve the patient passed away due an annular dissection. Per the physician the dissection was believed to have resulted from post-dilating the valve with a non-medtronic balloon, which was performed for more than moderate paravalvular leak (pvl). It was noted that the aortic annulus and the left ventricular outflow tract (lvot) were very calcified.